Manufacturer narrative:
Product technical complaint (ptc) analysis received on 08-sep-2015: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had mirena (levonorgestrel) inserted and it perforated her uterus (interpreted as uterine perforation). After that she had essure (fallopian tube occlusion insert) inserted and was painful (interpreted as pelvic pain), and had elbow and wrist inflammation (interpreted as polyarthritis). She was scheduled for a hysterectomy to remove essure, 8 years after insertion. These events were considered serious due to medical significance. Uterine perforation and pelvic pain are listed events in the reference safety information for both mirena and essure, while polyarthritis is unlisted for both products. Uterine perforation may occur with any intrauterine device. The risk of uterine perforation may be increased with abnormal uterine anatomy, in women in postpartum state and lactating women and women with a fixed retroverted uterus. In the present case no such circumstances were reported. Given the nature of the event perforated her uterus, causality with mirena cannot be excluded. Pelvic pain may occur after essure insertion. In the present case, she had extensive scarring, which could have contributed for the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Regarding the event polyarthritis, considering the pathophysiology of the event and essure's local effect in the fallopian tubes, causality between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female patient, who is a health professional, of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. The patient reported she had essure implanted after the mirena (levonorgestrel) perforated her uterus. Since 2010, she has had an elevated c-reactive protein level that has been escalating, and was 10 at time of the report; with zero being normal. She stated that this increases cardiac event risk, created hot flashes, and resulted in achy joints. The inflammation was documented in her medical records in her feet, elbow, wrist, hand and in her it (interpreted as iliotibial) band. Although her devices had not migrated, she suffered from extensive scarring, and her uterus was not deviated to her left hip. She stated that this was painful, and she was undergoing a hysterectomy to remove the devices on (B)(6) 2015. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had mirena (levonorgestrel) inserted and it perforated her uterus (interpreted as uterine perforation). After that she had essure (fallopian tube occlusion insert) inserted and was painful (interpreted as pelvic pain), and had elbow and wrist inflammation (interpreted as polyarthritis). She was scheduled for a hysterectomy to remove essure, 8 years after insertion. These events were considered serious due to medical significance. Uterine perforation and pelvic pain are listed events in the reference safety information for both mirena and essure, while polyarthritis is unlisted for both products. Uterine perforation may occur with any intrauterine device. The risk of uterine perforation may be increased with abnormal uterine anatomy, in women in postpartum state and lactating women and women with a fixed retroverted uterus. In the present case no such circumstances were reported. Given the nature of the event perforated her uterus, causality with mirena cannot be excluded. Pelvic pain may occur after essure insertion. In the present case, she had extensive scarring, which could have contributed for the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Regarding the event polyarthritis, considering the pathophysiology of the event and essure's local effect in the fallopian tubes, causality between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.